Event description:
It was reported that when the patient was seen in the office, when the rate response was on, the "rate jumped to 180 while patient was resting." The rate response was turned off and the rate returned to 70. After turning on again, rate jumped to 140 instantly. The physician replaced the device due to concerns about the sensor. Follow up reported the physician felt the sensor was too sensitive, wasn't happy with results from reprogramming, and felt the device was defective. Patient noted heart racing with minimal activity and did not feel well with racing heart. The day after the device replacement, evaluation by physician noted the patient's heart rate increase with exercise was gradual and appropriate. No further patient complications were reported as a result of this event. Returned paperwork reported device had been having programming/telemetry difficulty - rate response oversensitive despite programming and would never slow down less than 90bpm despite lower rate 70bpm.

Event description:
It was reported that when the patient was seen in the office, when the rate response was on, the "rate jumped to 180 while patient was resting." The rate response was turned off and the rate returned to 70. After turning on again, rate jumped to 140 instantly. The physician replaced the device due to concerns about the sensor. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the patient was seen in the office, when the rate response was on, the "rate jumped to 180 while patient was resting." The rate response was turned off and the rate returned to 70. After turning on again, rate jumped to 140 instantly. The physician replaced the device due to concerns about the sensor. Follow up reported the physician felt the sensor was too sensitive, wasn't happy with results from reprogramming, and felt the device was defective. Patient noted heart racing with minimal activity and did not feel well with racing heart. The day after the device replacement, evaluation by physician noted the patient's heart rate increase with exercise was gradual and appropriate. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that when the patient was seen in the office, when the rate response was on, the "rate jumped to 180 while patient was resting." The rate response was turned off and the rate returned to 70. After turning on again, rate jumped to 140 instantly. The physician replaced the device due to concerns about the sensor. Follow up reported the physician felt the sensor was too sensitive, wasn't happy with results from reprogramming, and felt the device was defective. Patient noted heart racing with minimal activity and did not feel well with racing heart. The day after the device replacement, evaluation by physician noted the patient's heart rate increase with exercise was gradual and appropriate. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.